Manufacturer narrative:
The reported 4.5 mm healicoil pk sa anchor assembly, used in treatment, has been returned for evaluation. Visual assessment of the device confirmed the reported complaint of anchor breakage. The anchor is bent and multiple threads have been broken off and were not returned. The inserter showed both inserter tines are intact. One leg of suture has been removed from the anchor and the other leg has been cut. The condition of the device indicates it was subjected to excessive forces during use resulting in the observed damage. Per the device instructions for use under precautions ¿use of excessive force during insertion can cause failure of the suture anchor or insertion device¿. A review of the manufacturing and complaint records was performed for the reported lot, there were no indications that would suggest that the device did not meet product specifications upon release into distribution. Further investigation is not warranted at this time.

Event description:
It was reported that during a shoulder rotator cuff repair surgery, the screw was broken after implanted. It is unknown how the procedure was completed and no significant delay was reported. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.